Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for death due to worsening heart failure. It was reported that on (B)(6) 2014, one mitraclip was implanted, reducing the functional mitral regurgitation (mr) to grade 2+. On (B)(6) 2017, the patient was admitted to the hospital with shortness of breath, atrial flutter, cardiac shock, and acute on chronic congestive heart failure was diagnosed. IV medication was provided. The patient was discharged home with hospice care and the patient expired. The cause of death was end stage heart failure. Per physician, the event was possibly related to the mitraclip device. No additional information was provided regarding this event.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. It should be noted that the reported patient effects of arrhythmia (atrial flutter), dyspnea, cardiogenic shock, worsening heart failure and death, as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the shortness of breath (dyspnea), atrial flutter, cardiogenic shock, and heart failure cannot be determined. The cause of death however, was end stage systolic heart failure, and while per the physician, the event was possibly related to the device; however, due to no additional information, this cannot be definitively confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.